Event description:
It was reported that the user experienced repeated alert 38 alarms indicating consecutive stalled motor events during attempts to announce meals, with the first event resolving after a restart and the second recurring hours later following a recent supply change. Investigation included remote troubleshooting guidance and education to perform a dry run and complete a full supply change. Investigation of this case revealed that the alarm recurred with meal announcements and was potentially related to infusion set or supply issues, pending confirmation after supply replacement. No symptoms reported during the event, and blood glucose was reported as not affected. Outcomes included no medical intervention and no hospitalization. It was concluded that the device likely functioned within specifications and that the probable cause was a supply-related occlusion leading to motor stalls.